Event description:
It was reported that during meniscal repair, the first anchor deployed normally. When making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and didn¿t deploy the second anchor, even after several attempts. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no suture or ts remain on the needle but were returned. Examination of the construct showed t1 is missing. T2 is bent and remains attached to the suture. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. Device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. Further investigation is not warranted at this time.